Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic sigmoid colectomy, the white washer popped off the anvil intracorporeally. The white washer was retrieved from within the patient. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Four pictures were received. Picture one shows a device label. Picture two shows the anvil of a device with the washer broken in half along side. Picture three shows an anvil with the washer placed on it. The washer can be seen broken. Picture four shows the tip of a device with the anvil placed on it. The washer can be seen broken inside of the anvil. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4).